Event description:
It was reported that a customer had a smiths medical pump infusing but to had a battery na status. This was found in ?pump rounds" in cicu. For this complaint, the pump history showed the pump had been infusing and then completed the infusion. This was not reported by nursing staff but on device history (B)(6) they found the battery status to be na. This pump was remediated by smiths for battery and j9 on (B)(6) 2020. Syringe empty delivery segment end base not responding and power off (B)(6) 2020 at 0955. No adverse patient effects were reported.